Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient receiving dilaudid [30 000 mcg/ml] at a rate of 4184 mcg/day with max allowed boluses via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that a low battery reset (lbr) occurred. The patient was seeing a 8474 code on their personal therapy manager. There were no reported symptoms and the pump was put in minimum rate. The patient was to be managed with oral medications until they can be seen. No further complications were anticipated/reported. Additional information was received from a manufacturer's representative. It was reported an alarm was heard but telemetry had not yet been performed at that time. The rep reported a healthcare professional's office contacted them regarding a patient's pump that had alarmed. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance and the pump is included in the manufacturer's potential battery performance population. Eval code - conclusion code is being updated for this event. Eval code- result code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Additional information was received from the healthcare provider (hcp) indicated there was a total pump failure and ¿kept re-booting¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info was received from the manufacturer's representative and healthcare provider (hcp). It was reported in terms of troubleshooting performed related to the low battery reset, the patient communicated with their personal therapy manager (ptm) and reported the code they were given. For actions and interventions taken to resolve the described low battery reset, the patient was seen on (B)(6) and the low battery reset was confirmed. The healthcare provider decided to leave the patient programmed on minimum rate and the critical alarm set at 2 hours. For resolution, a replacement surgery was scheduled for wednesday (B)(6) 2017. On (B)(6) 2017 the representative reported the device had been replaced successfully, and the patient was currently receiving effective therapy. The pump was received by the manufacturer on april 04, 2017. A review of the pump print-out returned with the device confirmed the pump was in safe state and a reset had occurred. The elective replacement indicator (eri) was at 13 months. Multiple ¿reset occurred¿ and ¿reset occurred ¿ low battery¿ messages were noted on (B)(6) 2017. No further complications were reported/anticipated.